Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it was not possible to determine a root for the event reported by customer as it was not confirmed and was not possible to determine a root cause for the event found during evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device experienced a noisy image issue and the endoscope communication error e226 occurred. There were no reports of patient harm.